Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The organism was identified as (B)(6). The system was replaced approximately one week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.